Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an orif right ring finger and small metacarpals procedure one ar-18714v-09 locking screw broke during insertion into the plate. Upon final seating the head of the screw broke off during insertion. The threads of the broken screw are reported to remain in the patient under the plate. Also during the procedure two t4 drivers (one retaining an done non retaining) were compromised and not able to complete the full clockwise rotations necessary for flush seating of the locking screw heads. The drivers were the following: ar-18700-29 (lot 1391940) and ar-18700-09 (lot 1391937). The surgeon used jeweler's handles (all black and all silver) with the drivers. All screws were pre-drilled on power with a 1.1mm drill and implanted via manual insertion only, using the two fingers tight method.